Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in february 2011 and performed to specification up to the 6th december 2015. An increase in voltage during this time suggests a further pad-pak was installed. The device records a temperature below the recommended minimum stand-by temperature during this time. The pad-pak was removed and reinstalled on two occasions during this time. Multiple manual power ups of ten minutes duration were observed in the device memory between the 12th december 2015 and the 14th april 2016. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.